Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event and additional information received, it was determined the screws should be not reportable as they did not contribute to the reported event. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event and additional information received, it was determined the screws should be not reportable as they did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical device: biomet microfixation tmj system right standard mandibular component 50 mm, catalog #: 24-6550, lot #: 530070a; biomet microfixation tmj system left standard mandibular component 50 mm, catalog #: 24-6551, lot #: 541960a; biomet microfixation tmj system right fossa component, medium, catalog #: 24-6560, lot #: 516330b; biomet microfixation 2.4 mm system high torque (ht) cross-drive screw 2.7 x 8 mm, catalog #: 91-2708, lot #: ni; biomet microfixation 2.4 mm system high torque (ht) cross-drive screw 2.7 x 10 mm, catalog #: 91-2710, lot #: ni; biomet microfixation tmj system left fossa component, medium, catalog #: 24-6561, lot #: 547160b; biomet microfixation tmj system cross drive emergency fossa screw 2.3 x 9 mm, catalog #: 99-6589, lot #: ni; biomet microfixation 2.7 mm system emergency cross drive screw 3.2 x 10 mm, catalog #: 99-9950, lot #: ni; therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. Reported event was unable to be confirmed due to limited information received from the customer. The product identity was confirmed through tmj tracking. No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. For aforementioned reasons, and due to the fact that pain is a relative condition, the complaint cannot be verified and the root cause was unable to be determined. The instructions for use for this product warns of the potential for complications. It states in the section titled adverse events: facial swelling and/or pain; facial nerve dysfunction. It also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00811 through 0001032347-2018-00819.

Event description:
It was reported the patient was prescribed flexeril for thirty days for her pain in her left joint. It was stated the patient used ice packs on it every night and morning and only ate soft foods because she had difficulty eating. No additional patient consequences were reported.